Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was evidence of a voltage drop observed in the black box history. Current electrical draws were within specification. The pump powered on with the returned battery cap; the cap was able to fully tighten to the pump. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked with evidence of moisture contamination inside. The leak test passed and there was no evidence of additional moisture contamination inside the pump when the case was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.